Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, cracked lcd window, missing end cap sticker, stained back address label, cracked reservoir tube, cracked reservoir tube window, loose/protruded drive support disk and minor scratched lcd window.

Event description:
It was reported that the battery compartment was broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.